Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reproducible with movement as well as noise reversions was noted on the atrial lead. There was no confirmation of programming changes. The lead was being monitored. There were no patient consequences.